Manufacturer narrative:
(B)(4). Customer returned a non-alleged deficient product; unable to confirm complaint.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The blood glucose testing is performed once every two days. The customer initially required assistance in performing a blood glucose test with his trueresult meter. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. The customer provided that they have not had any recent changes to medication, or exercise. The customer also provided that they have had recent changes to diet. A back to back blood test was performed by the customer non-fasting on (B)(6) 2016 and produced test results of lo and 87 mg/dl. The product is stored by customer in the dining room. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2016. Meter memory not reviewed for previous test results. Adverse event not reported.